Manufacturer narrative:
Product analysis # (B)(4): brief description of complaint: service discovered and reported high output on cut settings 3, 4 and 5. Analysis conclusion: the reported issue of high output on cut settings 3, 4, and 5 was able to be confirmed. The output was verified with a qa esiii and was 7.6w, 13.6, and 26w, where the highest acceptable output is 7.2w, 12w and 24w, respectively. Software calibration would resolve the high output issue; however, due to end of life of the generator and lack of replacement parts available, the generator will be scrapped at the coe. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: service discovered and reported high output on the pulsar generator on cut settings 3, 4 and 5. There was no patient involvement; therefore, patient information is not applicable.